Event description:
It was reported that it was difficult to deflate the balloon. The user cut the latex foley catheter and inserted a thin copper wire into the inflation lumen, but the balloon was not deflated. Eventually, the user pulled the catheter out of the patient with the balloon being inflated. Even after being pulled out, the balloon was not deflated. Duration of using the device was not reported.

Manufacturer narrative:
The reported issue was inconclusive. The device was returned and visually inspected. The sample was evaluated and no pinch or blockage was observed. Able to introduce water into the returned sample. No conditions were found on the sample that could be associated with the reported event. Due to poor condition of the returned sample, a complete evaluation could not be performed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿[directions for use] 10. To deflate balloon and remove catheter, insert a luertip(needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate the balloon. The user cut the latex foley catheter and inserted a thin copper wire into the inflation lumen, but the balloon was not deflated. Eventually, the user pulled the catheter out of the patient with the balloon being inflated. Even after pulled out, the balloon was not deflated. Duration of using the device was not reported.